Event description:
A patient was placed head first supine into the MRI system. Prior to transport, the nurse had placed a 5lb sandbag filled with buckshot on the patient's femoral artery. The presences of this sandbag was not communicated to the MRI technologist. Furthermore, the sandbag was concealed by a sheet. Consequently, the patient was placed in the MRI system with the sandbag. It was reported that the sandbag traveled up the patient's left forearm and bicep causing lacerations, bleeding and bruising. The MRI system was ramped down and the bag removed from the magnet area. Following the event, the patient's arm was x-rayed and results showed no broken bones. The customer retained the sandbag for their internal investigation.